Event description:
It was reported that the out of the box hi-lo motors are drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
No conclusion can be drawn as manufacturer's investigation is ongoing. Once concluded and additional info is available, a follow-up report will be submitted.